Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed the distal and proximal high voltage conductor coils were abraded through approximately 13 cm from is-1 terminal pin. Analysis concluded the abrasion was most likely due to lead-on-lead contact. As a result, the clinical observations were confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was hospitalized due to cardiac decompensation. The device did not treat ventricular fibrillation (vf) and an external shock was required. The device and right ventricular (rv) lead exhibited three error codes. The first error code was for low shocking lead impedance measurements as a result of shock delivery. The second error code was for high shocking lead impedance measurements. The third error code indicated the shocking capacitors were not charged to the programmed voltage after the start of charging. Technical services recommended immediate replacement of the device and lead. As a result, this device and lead were explanted. No adverse patient effects were reported.

Event description:
--